Event description:
Caller reported he noticed there is condensation in the cartridge vein; alleged it is insulin leakage. No adverse event reported. Requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.